Event description:
It was reported that cartridge alarm 20 occurred and recurred even after new cartridge was loaded, preventing use of pump for insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for backup insulin therapy, and technical support assisted with proper loading steps, arranged replacement pump shipment, confirmed address, instructed customer to place pump in storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and requested return of problematic pump using pre-paid label within 10 days.